Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. The patient weight is not available. According to the complainant, a cervical leak occurred during the procedure. The physician adjusted the sheath, however, a second cervical leak occurred with 3 minutes remaining in the procedure. Again, the physician adjusted the sheath. A third leak (60 ml) occurred causing the system to alarm with 2 minutes left in the ablation. The patient was cooled and the procedure was aborted. There were no injuries to the patient and the patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.